Manufacturer narrative:
The handpiece device was received for evaluation. The device was tested and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a hand piece device in which during set-up, it was discovered that the device had an air leak. The location of the air leak was unknown to the reporter. The reporter stated there was no delay in surgery as an identical spare device was available. The reporter stated there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.